Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, (B)(6) was used as the state. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by a customer that the tubing came disconnected at the highest ysite.